Manufacturer narrative:
This report is being submitted for additional information provided by customer and device evaluation results. The customer provided details on the cleaning, disinfection, and sterilization (cds) process stating the pre-cleaning and manual cleaning detergent is aniosyne x3. The customer aspirates water through the instrument/suction channels and flushes out the air/water channel and forceps elevator wire channel. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder, instrument channel port and distal end/around elevator using the brush asept inmed (ref: 201785). The scope is manually disinfected using anioxyde 1000. The endoscope was stored in a drying cabinet. The maintenance and repair was performed by olympus. The device was returned. During incoming inspection of the subject device, no damages was found. Product was sent back to the customer without any repair. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels and distal end tested positive for less than one (1) colony forming units (cfu) per endoscope of microorganism. Overall, the obtained results are in conformance with the requirements. The device was returned. Physical device evaluation has not yet been completed; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of scope. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. All channels tested positive for 10 colony forming units (cfu) per 100 milliliter (ml) of coagulase negative staphylococci. The distal end tested positive for 37 cfu/100 ml of coagulase negative staphylococcus. The device was quarantined and tested after a month. All channels tested positive for more than 61 cfu/100 ml of bacillus species. The distal end tested positive for 7 cfu/100 ml of coagulase negative staphylococcus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.